Event description:
On (B)(6) 2012, patient reported she was changing her insulin cartridge and received an occlusion error message while priming. Patient stated the infusion set tubing and site are brand new today. Patient reported there are a lot of little bubbles in the infusion set tubing. Patient stated she filled her cartridge with cold insulin. Educated to use room temperature insulin. Had patient disconnect the infusion site from the infusion set tubing and prime; was able to prime out the bubbles. Patient then connected the infusion site and ran the prime successfully through the infusion set cannula. Patient reported she has had some issues screwing the luer lock onto the insulin cartridge; noticed this tubing was not on straight and it did leak a bit. Patient stated she took it back off and was able to put it back on straight. Patient reported it leaked where the luer connects to the insulin cartridge. Patient stated she noticed this concern today when she took the infusion set tubing off of the insulin cartridge. Advised not to use the infusion set. Had patient connect a new infusion set tubing and site and prime; was able to prime successfully. Patient stated this box of infusion sets gave her trouble when she would attempt to screw on the infusion set tubing to the insulin cartridge. Patient reported it would take a couple of times to get it on straight but she would make sure it was screwed on straight and tightened into place. Patient stated the luer that leaked during the call was on straight; leak was noticed before she disconnected the infusion set tubing from the insulin cartridge. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.